Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was recorded at 190 mg/dl and was in the process of decreasing, indicating no adverse impact. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer continued to use the pump for insulin therapy.